Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/20/2016 that on (B)(6) 2015, that the patient experienced a skin reaction. The sensor was inserted at the upper buttocks on (B)(6) 2015. The date of event is an approximate. The reaction was described as red and warm to the touch. Affected area was treated with triamcinolone acetonide ointment prescribed in (B)(6) of 2015. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.